Manufacturer narrative:
This product was manufactured in the u.s. But not marketed in the u.s. Device evaluation - the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic broken and bent. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a 13.2mm vicmo13.2 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2016. The lens tore/broke during injection into the eye. The lens was explanted and exchanged on (B)(6) 2016 and the problem was resolved. The patient's post-op uncorrected visual acuity on (B)(6) 2016 was 20/30.